Manufacturer narrative:
Follow-up information received on 22-apr-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had pelvic pain after essure insertion. She had her gallbladder removed; however her pain persisted. Then, she underwent an ultrasound which showed her left essure coil had migrated out of her fallopian tube and was intruding into her left ovary. She underwent a hysterosalpingectomy with removal of left ovary. These events are listed in essure's reference safety information, except for the reported gallbladder removal. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). The perforation of internal bodily structures other than the uterus and fallopian tubes (e.g. Bowel, bladder, and major blood vessels) may also occur during hysteroscopy; this risk is inherent with any hysteroscopic procedure. In this case, four and a half years after essure insertion, the device was found out of the fallopian tube, intruding into the ovary. Although the exact mechanism of these events is not known, given their nature causality with the suspect device cannot be excluded. The reported gallbladder removal was considered as unrelated to essure, based on event's nature and device safety profile. This case was regarded as incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on (B)(6)-2016. It refers to the adult female plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6)-2010. The consumer's medical history included two children. Approximately three months after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and she was advised that her coils were properly placed. Shortly afterward, consumer began experiencing fatigue, bloating, headaches, pelvic pain, back pain, dizziness, weight gain, and hair loss. She never experienced any of these conditions prior procedure. She sought treatment with her family practitioner, a gastroenterologist, and underwent three colonoscopies in an attempt to diagnose her health problems. In or around (B)(6) 2014, she had her gallbladder surgically removed. However, it was later determined that her gallbladder was not the cause of her health problems. She continued to suffer and live in pain. In or around (B)(6) 2014, she underwent an ultrasound and was advised that her left essure coil had migrated out of her fallopian tube and was intruding into her left ovary. On (B)(6)-2014, she underwent a hysterectomy and had her uterus, fallopian tubes and left ovary removed. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had pelvic pain after essure insertion. She had her gallbladder removed; however her pain persisted. Then, she underwent an ultrasound which showed her left essure coil had migrated out of her fallopian tube and was intruding into her left ovary. She underwent a hysterosalpingectomy with removal of left ovary. These events are listed in essure's reference safety information, except for the reported gallbladder removal. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). The perforation of internal bodily structures other than the uterus and fallopian tubes (e.g. Bowel, bladder, and major blood vessels) may also occur during hysteroscopy; this risk is inherent with any hysteroscopic procedure. In this case, four and a half years after essure insertion, the device was found out of the fallopian tube, intruding into the ovary. Although the exact mechanism of these events is not known, given their nature causality with the suspect device cannot be excluded. The reported gallbladder removal was considered as unrelated to essure, based on event's nature and device safety profile. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Legal claim received on 27-may-2016: the plaintiff was implanted with essure on (B)(6) 2010 and subsequently suffered physical injuries, including but not limited to at least one of the following: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy, subsequent miscarriage, allergic and or hypersensitivity reactions, migration and perforation of other organs. She had to undergo surgical removal of the device and/or a hysterectomy in or around (B)(6) 2014. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had pelvic pain after essure insertion. She had her gallbladder removed; however her pain persisted. Then, she underwent an ultrasound which showed her left essure coil had migrated out of her fallopian tube and was intruding into her left ovary. She underwent a hysterosalpingectomy with removal of left ovary. These events are listed in essure's reference safety information, except for the reported gallbladder removal. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). The perforation of internal bodily structures other than the uterus and fallopian tubes (e.g. Bowel, bladder, and major blood vessels) may also occur during hysteroscopy; this risk is inherent with any hysteroscopic procedure. In this case, four and a half years after essure insertion, the device was found out of the fallopian tube, intruding into the ovary. Although the exact mechanism of these events is not known, given their nature causality with the suspect device cannot be excluded. The reported gallbladder removal was considered as unrelated to essure, based on event's nature and device safety profile. This case was regarded as incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure coil had migrated out of her fallopian tube and was intruding into her left ovary'), embedded device ('left essure coil had migrated out of her fallopian tube and was intruding into her left ovary'), cholecystectomy ('gallbladder surgically removed') and fallopian tube diverticulosis ('other injury(ies) or complication (s) please describe: chronic salpingitis isthmica nodosum') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included paratubal cyst. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"), headache ("headaches"), pelvic pain ("pelvic pain") and migraine ("migraines") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced fallopian tube diverticulosis (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), back pain ("back pain"), dizziness ("dizziness") and nausea ("nausea") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), ibuprofen and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, embedded device, cholecystectomy, fallopian tube diverticulosis, abdominal distension, headache, back pain, dizziness and nausea outcome was unknown and the fatigue, pelvic pain, weight increased, alopecia, dysmenorrhoea and migraine had resolved. The reporter considered abdominal distension, alopecia, back pain, cholecystectomy, device dislocation, dizziness, dysmenorrhoea, embedded device, fallopian tube diverticulosis, fatigue, headache, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014:hysterectomy with unilateral salpingo-oopherectomy - total abdominal hysterectomy operations: exploratory laparotomy. Total abdominal hysterectomy. Left salpingo-oophorectomy. Extensive lysis of adhesions of the left adnexa the pelvic side wall. Cystoscopy. (B)(6) 2014: postoperative diagnoses: chronic pelvic pain. Severe dysmenorrhea. Right adnexal cystic mass. Bilateral essure stent with suspected chronic salpingitis isthmic nodosa. Left fallopian tube incarcerated adherent to the left pelvic sidewall. Right distal para tubal cyst. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Most recent follow-up information incorporated above includes: on 20-nov-2019: pfs received : events outcome updated, events onset date and severity added, treatment drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil had migrated out of her fallopian tube and was intruding into her left ovary"), embedded device ("left essure coil had migrated out of her fallopian tube and was intruding into her left ovary"), cholecystectomy ("gallbladder surgically removed") and fallopian tube diverticulosis ("other injury(ies) or complication (s) please describe: chronic salpingitis isthmica nodosum") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Concurrent conditions included paratubal cyst. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), cholecystectomy (seriousness criterion medically significant), fallopian tube diverticulosis (seriousness criterion medically significant), fatigue ("fatigue"), abdominal distension ("bloating"), headache ("headaches"), pelvic pain ("pelvic pain"), back pain ("back pain"), dizziness ("dizziness"), weight increased ("weight gain"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and nausea ("nausea"). The patient was treated with surgery, surgery and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, embedded device, cholecystectomy, fallopian tube diverticulosis, fatigue, abdominal distension, headache, back pain, dizziness, weight increased, dysmenorrhoea, migraine and nausea outcome was unknown and the pelvic pain and alopecia had resolved. The reporter considered abdominal distension, alopecia, back pain, cholecystectomy, device dislocation, dizziness, dysmenorrhoea, embedded device, fallopian tube diverticulosis, fatigue, headache, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014: hysterectomy with unilateral salpingo-"oophorectomy" - total abdominal hysterectomy operations: exploratory laparotomy. Total abdominal hysterectomy. Left salpingo-oophorectomy. Extensive lysis of adhesions of the left adnexa the pelvic side wall. Cystoscopy. (B)(6) 2014: postoperative diagnoses: chronic pelvic pain. Severe dysmenorrhea. Right adnexal cystic mass. Bilateral essure stent with suspected chronic salpingitis isthmic nodosa. Left fallopian tube incarcerated adherent to the left pelvic sidewall. Right distal para tubal cyst. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 3-aug-2018: pfs received. Reporter information added. Lab data were added. Added event migraines, nausea, dysmenorrhea (cramping), chronic salpingitis isthmica nodosum. Updated outcome. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.